Event description:
It was reported that the device cannot cut. After that, dr. (B)(6) and dr. (B)(6). Opened a new reload. The surgery was completed successfully. Procedure: low anterior resection

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that the complaint was reported. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Per photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek with product code cr40g, lot # 355a13, exp. Date: 2026-06-30. The second photo shows a green reload and the retainer inside of a plastic bag. The reload can be seen with the washer detached and fully fired. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 07/06/2022. D4: batch # 326a42. Additional information was requested, and the following was received: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: we will give further information if it becomes available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cr40g reload was received with the washer detached and no returned for analysis. Also, the reload was received void of staples, drivers exposed and the knife recess below the cartridge deck. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the device. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.